Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has burning smell; difficulty breathing; headaches.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device has burning smell, difficulty breathing, headaches.there was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged that the device has a burning smell. They further describe the smell as a strange odor that is a burning/ smoke/ electrical odor. Patient's symptoms include difficulty breathing and headaches. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Dust contamination in the sd card area. Dust contamination in the modem accessory area of the top enclosure. Light dust-like contamination on top of the blower motor and thr blower motor seal. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white soecks of contamination on the bottom enclosure. Also, a few tiny pieces of potential hair or fiber in the bottom enclosure. Potential hair or fiber on the inside of the front panel. Light dust contamination on the top of the blower box. Brown unknown residue inside on the outer edge of the bottom enclosure and inside the bottom of the blower box. Fitt ( foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.